Event description:
It was reported that the patient with this pacemaker experienced dizziness and was not feeling good associated with high blood pressure. The boston scientific technical services consultant referred the patient to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.